Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak in which a positive blood leak was detected. The estimated blood loss (ebl) was unknown. The sample was reportedly available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.